Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation that the unit caught on fire error message and not supported by power supply. Turned off unit and turned back on, which then started to smell smoke and caught fire and had to put water in the water tank to put flames out. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation.